Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative ­­­­­­­­­­­­­­­­­­­and postoperative diagnosis was left inguinal hernia and left inguinal skin tag. The procedure performed was laparoscopic repair of incarcerated ventral hernia with 15-cm round mesh placed in the preperitoneal location. The patient underwent a second surgical procedure of a laparoscopic davinci-assisted repair of very large left inguinal hernia, incarcerated and excision of left inguinal skin tag. Pre-operative and post-operative diagnosis was left inguinal hernia and left inguinal skin tag. The patient also has had a surgical revision and recurrence.